Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 8cm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. The patient presented at the emergency room with abdominal pain. A CT identified a type iii endoleak coming from the gate area and a type ib endoleak. The physician performed an intervention to reline the stent graft and the endoleak was resolved. The cause per the physician¿s statement is unknown. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).